Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient died. The target lesion was located in the heavily calcified protected left main artery. Pre-dilation was performed with a 3.0 x 12 emerge balloon. The 3.50 x 16mm synergy ii drug-eluting stent was then deployed at 20atms/10sec. Post dilation was performed with a 4.0 x 12 nc quantum balloon. As there was a little ledge on the bottom of the artery, the physician used a 4.5 x 12 nc quantum balloon to post dilate that location. The ledge remained, but there was no dissection and the flow was good. The patient experienced 7/10 chest pain shortly after the procedure in ccu. Approximately 7 hours post procedure the patient coded. CPR was performed, but unfortunately the patient died prior to getting back to the cath lab.